Manufacturer narrative:
The catheter was returned and analysis found no significant anomaly. Dried drug, blood, or foreign material occlusion was found in the catheter body. Conclusion code no longer applies. Result code no longer applies.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative in regards to a patient who was being treated with lioresal intrathecal (concentration: ¿2000,¿ dose: ¿750,¿ lot # unable to be obtained) for intractable spasticity. The patient¿s medical history or additional medications being taken by the patient at the time of the event was not provided. The indication for use was noted as intractable spasticity. Beginning on an unknown date, the patient experienced a lack of effective therapy. A dye study was conducted in an effort to troubleshoot the issue. As a result, the patient¿s catheter was explanted and replaced on (B)(6) 2015. It was unknown if the issue had resolved as of the date of this report, but the patient was alive without injury. Additional information regarding the cause, other actions/interventions, and outcome was not provided. Should additional information be received, it will be reported in the form of a follow-up report.

Manufacturer narrative:
A relevant component of the of the device system; the main component of the device system is: product ID: neu_unknown_pump, product type: pump.

Event description:
Additional information was received from a consumer. Device failures included pump failure and catheter failure. Injuries included withdrawal and failure of therapy. An explant surgery was performed on (B)(6) 2015. It was noted that devices were implanted on (B)(6) 2014, (B)(6) 2015, and (B)(6)2016. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
A pump rotor study was not performed. Additional information was received from a healthcare provider (hcp). Patient pertinent medical history included cardiovascular accident (cva; 2013), hemiparesis with spasticity, and baclofen pump implanted 2014. There was a progressive increase in dose without benefit. The cause of the lack of effect was a blocked catheter. The hcp was unable to aspirate cerebrospinal fluid (csf) from the catheter. The event was not resolved following the catheter replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.